Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a left heart catheterization diagnostic procedure. Reportedly, the vessel locator wings did not properly retract and the device was forcibly removed. The safety release mechanism was not used. The clip of the starclose se achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occurred sometime last week). Device (B)(4) - incorrect removal, did not use safety release mechanism as directed in instructions for use device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Per the starclose instructions for use: if excessive resistance is experienced during advancement of the thumb advancer...slide the safety release to collapse the locator wings. The safety release mechanism was not used, therefore, instructions to manually collapse the locator wings and remove the device were not followed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.